Event description:
Patient presented with a hematoma in the neck following implant of the inspire device. Physician brought the patient into the or and drained and cleaned the hematoma. This resolved the issue.